Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Concomitant medical products - unknown msa taper adaptor, unknown m2a magnum cup & unknown m2a magnum head. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03765 & 0001825034-2017-03767.

Event description:
It was reported by patient's legal counsel that the patient's left hip was revised approximately seven years post-implantation due to mom and gluteus tendon tear. Medical records indicated grayish fluid. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provide revision op notes. Revision op report indicate that patient underwent left hip revision surgery due to a failed metal on metal hip replacement and repair of a partial gluteus medius tendon tear. A gray color fluid was also noted. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left hip revision arthroplasty approximately seven years post implantation due to a failed metal on metal hip replacement and the repair of a partial gluteus medius tendon tear.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient¿s left hip was revised approximately 7 years post implantation due to metallosis and gluteus tendon tear. Medical records stated patient¿s preoperative diagnosis was a failed metal-on-metal left hip replacement, partial gluteus medius tendon tear. Medical records noted gray fluid was found and sent for culture. Attempts have been made and additional information on the reported event is unavailable at this time.